Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the down arrow keypad button required multiple button presses to elicit a response. The patient indicated that the rubber was torn over the down arrow button near the bottom of the keypad and noted that the tactile changes occurred prior to the damage. The patient denied evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.